Event description:
Pt had surgery of bilateral breast reconstruction with insertion of tissue expanders on (B)(6) 2015. Pt returned to surgeon after experiencing a popping sound and felt loose fluid in her right breast. Clinical examination was consistent with a ruptured right breast tissue expander. Pt returned to surgery to have right breast expander replaced on (B)(6) 2015.